Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon stated the staples were not formed all the way. Unk how the procedure was completed. There was no pt consequence. The device was discarded.